Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back syndrome. It was reported that the health care provider had an issue locating the pump port since the patient was implanted in (B)(6) 2011. The health care provider had located the port using fluoroscopy until the patient got pregnant. The pump was located on the patient's right side. On (B)(6) 2016, the pump started alarming. The next day the patient went in, but the health care provider was unable to find the pump port to refill it. The patient was to return the next day to try to find the pump port again. The pump looked like it was tilted forward since the patient was pregnant ((B)(6) 2015). The health care provider was sure the pump was not going to move or anything. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.